Event description:
It was reported that the patient presented in clinic for follow-up. Pain in chest was noted. Upon interrogation, the right ventricular (rv) lead exhibited failure to capture. Dislodgement was further confirmed via fluoroscopy and repositioning was performed on (B)(6) 2021. Patient condition was stable throughout.